Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of pump stopped pumping is not able to be confirmed. The reported issue did not reoccur after a power cycle. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) stopped pumping without an alarm and the screen flickered off and back on. As a result, the iabp power was cycled off and back on. The iabp was exchanged after discussion with biomed. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) stopped pumping without an alarm and the screen flickered off and back on. As a result, the iabp power was cycled off and back on. The iabp was exchanged after discussion with biomed. There was no report of patient complications, serious injury or death.